Event description:
The consumer reported the heating pad caused burns to her leg. She treated the burn herself with cream. Burns of this nature are usually caused by the consumer placing the heating pad between themselves and a solid object which is contrary to proper use instruction.